Event description:
Customer reported being hospitalized with dka. Unable to complete troubleshooting at this time. Customer also reported that the battery cap was damaged and that she was unable to remove cap to change battery.